Event description:
Information received indicates that the ECMO oxygenator leaked from the gas port after approximately 2 minutes of use. The unit was changed out with no reported complication to the patient.

Manufacturer narrative:
H3 analysis: although requested, the product will not be returned to medtronic for evaluation. Our investigation is limited to a review of the device history record, which indicates the product met manufacturing specifications when released to distribution. Conclusion: without product analysis, we are unable to determine the exact cause of the event.